Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system start-up problem. Upon troubleshooting, fse found that the system was powered on but didn¿t start and there was problem with the power supply. To resolve this issue, fse replaced the power supply board. The defective power supply was returned to philips for analysis and found the electrical defect and element was loose or broken off. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that system would not startup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.